Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx covered stent was implanted in the common bile duct to treat a stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tight. There were no issues noted during initial stent placement. According to the complainant, on (B)(6) 2017, imaging was performed and the stent was noted to have migrated from the target lesion. The migrated stent was removed using forceps and the procedure was completed with another wallflex biliary rx covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a deployed wallflex¿ biliary rx stent was received for analysis, the delivery system was not returned. The stent length and diameter were measured and were found to be within specification. Visual examination found the retrieval loops slightly bent. There were no other issues identified during the product analysis. The noted damage to the stent was likely a result of the removal attempt. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx covered stent was implanted in the common bile duct to treat a stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tight. There were no issues noted during initial stent placement. According to the complainant, on (B)(6) 2017, imaging was performed and the stent was noted to have migrated from the target lesion. The migrated stent was removed using forceps and the procedure was completed with another wallflex biliary rx covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.